Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported improper or incorrect procedure or method was associated with the user continuing with deployment after failing efaa. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 08 may 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw lot: 31113r1086 was implanted first successfully. A second clip nt (lot: 30926r1042) was then attempted to be implanted. During first establishment of final arm angle (efaa) the clip would not stay closed when turning in the open direction. Troubleshooting was performed twice but was unsuccessful. It was decided to fully close the clip and then remove the lock line. During the second efaa, the clip failed the lock test again when moving in the open direction. It was decided to proceed with deployment. After release the clip stayed closed. A third clip xt lot: 31122r1118 was attempted to be implanted but decided to not deploy due to clip size. There was no issue with this clip. Procedure ended with mr reduced to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - 2017: failure to follow steps / instructions.